Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
The device has been explanted. The event of "rheumatic complaints" is not related to the device.

Event description:
Patient reported "capsular fibrosis and rheumatic complaints". The device remains implanted. This record relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "capsular fibrosis baker grade iii and rheumatic complaints". The device remains implanted. This record relates to the left side.